Manufacturer narrative:
The device was returned in the blister tray inside the carton. The plunger lock and lens stop have been removed. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger has been retracted to mid-nozzle. No damage or abnormalities observed. A dvd was provided. The device preparation and initial advancement were not shown. The lens was already advanced to the fill line when the device tip is brought into view. The lens, plunger and haptic positions were observed to be acceptable. No difficulty was observed during the delivery. Delivery was faster than the recommended 5 seconds for final advancement. Product history records were reviewed and the documentation indicated the product met release criteria. A qualified viscoelastic was indicated. The lens remains implanted. A dvd was provided which shows a very small area on the edge of the optic, which appears to be scraped. The root cause for the slight edge damage could not be determined. Review of dvd did not show any difficulty with the delivery. The plunge lens and haptics positions were observed to be acceptable. The lens was advanced quicker that the recommended "at least 5 seconds" for the final delivery into the eye. The device preparation and initial advancement were not shown. It is unknown if the recommended amount of viscoelastic was used. It is unknown if the initial advancement was per the recommended "at least 7 seconds". Lens edge damage may occur: if inadequate viscoelastic is placed in the device as this will cause inadequate coverage of the lens fold path which may cause damage as the lens is advanced. Due to rapid advancement faster than the dfu recommend rate. If the plunger is advanced quickly initially and then slower to stay within the recommended target rate. Due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. If the operating room temperature is too low (< 18°c / 64°f) lens folding and advancement are more difficult. Any of the above listed causes alone, or in combination, may create the reported event. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported during implant of an intraocular lens (iol) using a preloaded delivery system, the side of the lens was jagged. The lens remains implanted. Additional information received reports the patient symptoms have resolved.